Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the serious adverse event of peritonitis, which warranted antibiotic therapy and the transition to hd for rrt. Causality was attributed to an unspecified touch contamination event. Additionally, the pdrn stated the patient¿s unkempt living conditions, ongoing mental health issues, and poor treatment technique necessitated a transition to hemodialysis (hd) for renal replacement therapy (rrt). Per the pdrn, the event was unrelated to any fresenius device(s) and/or product(s) defect or malfunction. The corynebacterium species belong to the normal flora of the skin. Based on the information available, the fmc cassette can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection due to pd. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis. The event occurred on (B)(6) 2019 when a peritoneal effluent fluid sample returned positive for corynebacterium. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg (frequency, duration not provided), and ip ceftazidime 2000 mg daily. The pdrn stated the peritonitis was due to an unspecified touch contamination event. The pdrn stated the patient¿s unkempt living conditions, ongoing mental health issues, and poor treatment technique necessitated a transition to hemodialysis (hd) for rrt. The patient has recovered from the event and continues to receive hd therapy without issue. Per the pdrn, neither event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 2/apr/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection due to pd. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis. The event occurred on 1/aug/2019 when a peritoneal effluent fluid sample returned positive for corynebacterium. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg (frequency, duration not provided), and ip ceftazidime 2000 mg daily. The pdrn stated the peritonitis was due to an unspecified touch contamination event. The pdrn stated the patient¿s unkempt living conditions, ongoing mental health issues, and poor treatment technique necessitated a transition to hemodialysis (hd) for rrt. The patient has recovered from the event and continues to receive hd therapy without issue. Per the pdrn, neither event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.